Event description:
Reporter indicated that pt was in the hosp for unk reasons and was experiencing an increase in depression. Pt implanted with the vns device for seizures. Pt's pre-vns baseline depression level is unk to MFR at this time. Good faith attempts for further info are currently being made.